Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5092-58 lead implanted: 2010 (B)(6). (B)(4).

Event description:
It was reported that a warning was triggered due to low impedances on the right atrial (ra) lead. The threshold has been increasing also. The lead remains in use, however, monitoring and programming options were discussed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was set to monitor instead of adaptive. The lead warning had been cleared and now the lead warning due to low impedances has returned.